Event description:
It was reported that the device had difficulty converting an arrhythmia. The patient had ventricular tachycardia episodes which required multiple shocks. The local representative checked the system after the patient went to the hospital. Technical services discussed the events with the representative. There were no additional adverse patient effects. The system remains implanted.